Manufacturer narrative:
(B)(4). As the death was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported death. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was reported as complications of renal cancer. The patient was not hospitalized prior to death. It was reported that at the time of death, the patient was being treated with unknown oral medications for the reoccurrence of renal cancer. An autopsy was not performed. It was reported that the patient was connected to the homechoice device and undergoing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.